Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system would not calibrate. Manual use of the gas delivery system remained available. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.